Event description:
As reported by the customer, after a microbiological routine sampling of this device, carried out as required by french regulation, unexpected contamination was detected which was above the acceptable threshold in the operating channel. The test was performed prior to use. There was no contamination or any other deterioration in state of health of any person, to which this medical device could have been a contributory cause. The test results were: aerobic flora at 30°c: 3 cfu and mucor species 1 cfu. Conclusion: non-compliant result corresponding to action level as laid out by the french regulations of jul 4, 2016. Subsequent test was performed for the device after reprocessing again in an automatic endoscopy reprocessor. The test results conformed to the guidelines laid out by the french regulations. The device is not contaminated any longer. The test results are: aerobic flora at 30°c: 1 cfu and absence of indicator microbes. Conclusion: the test result conforms to the target level.

Manufacturer narrative:
The device is not available to be returned since the device passed the second microbial test. As such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the subject device was not returned, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, the user facility reprocessed the device and re-culture tested, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.